Event description:
Customer's sister reported the customer passed away. Cause of death was diabetic coma due to low blood glucose. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.